Event description:
Caller reported an issue with incorrect time settings on their pump. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in levels outside the normal range. Customer was assisted by technical support in updating the pump time and date, advised to monitor for further discrepancies, and educated on potential impacts on uploads and reports.